Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from the manufacturing representative on (B)(6) 2016. The serial number of the device was provided. The implant date was (B)(6) 2014. The expected volume was 2ml and the actual volume was 4ml. The cause of the stall was magnetic resonance imaging (MRI). There was more than one stall noted in the event logs. No recovery was noted. At the time of this report, the patient was receiving effective therapy with the new pump. The device was to be returned to the manufacturer

Manufacturer narrative:
The pump delivered baclofen 500 g/ml at a dose of 75.09 g/day. Analysis revealed no anomalies. The device met specification. Conclusion code no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving lioresal (unknown concentration, dose and lot number) via an implantable pump. The date of the event was (B)(6) 2016. It was reported the patient experienced withdrawal symptoms and symptom return. A volume discrepancy occurred; there was a discrepancy between the estimated reservoir volume and the real drug volume, the details of this discrepancy would be provided at a later date. A motor stall occurred. Diagnostics/troubleshooting include a motor stall test, refill procedure, x -ray, stopped and update pump, dose increasing and catheter test. The pump was explanted on (B)(6) 2016 and would be returned to the manufacturer. At the time of this report, the issue was resolved and the patient status was alive; no injury.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). The initial healthcare professional (hcp) reporter was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.